Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. Customer did state that she has been eating cake all day. The customer¿s expected fasting blood glucose test result range is 350-450mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: manufacturer's expiration date is 11/14/2020. The meter memory was not reviewed for previous test result history. Customer did not want to continue to troubleshoot the meter, and stated she will purchase new test strips.